Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded at 5.3 cm to 5.5 cm from the connector pin due to friction to the device can. The proximal coil was exposed at the same area which could have caused the reported sensing anomaly.

Event description:
It was reported that the right atrial lead exhibited oversensing. The lead was explanted and replaced.